Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the ipth discordant results was due to the base pump and a loose base valve connector which were repaired. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant patient and control material results for parathyroid hormone (intact pth) were obtained on an advia centaur xp instrument. There are no reports of patient intervention or adverse health consequences due to the discordant ipth results.